Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a 2 cm benign stricture in the mid common bile duct (cbd) during a biliary stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous. According to the complainant, after the procedure, it was noted that the stent had migrated. Reportedly, on (B)(6) 2019 the migration was confirmed after evaluation and the stent was removed with snare and a non- bsc device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient was noted to be in stable condition following the procedure.